Manufacturer narrative:
(B)(4). Date sent 2/4/2026. Corrected data d4: UDI#. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) date sent: 1/6/2026 b3: only event month and year known: december 2025 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: please provide device details lot#/batch# was there a patient consequence? If yes, how was the issue addressed? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Per the sales rep: unfortunately, I do not have further information at this time but will promptly update as I learn more. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, it was observed that the gold reload appeared to pop out of the jaw as the knife advanced while firing on the stomach. The sales representative then talked the surgeon through retracting the knife using the home button and reopening the jaws. The manual override panel was also attempted to ensure full knife retraction. Upon inspection once stapler and reload were removed, both the reload and staple line indicated a complete firing of the reload with staples being deployed as far as the distal end of the reload. For patient safety, the surgeon closely inspected the staple line as well as performed a leak test. All indicated a secure staple line. Following the event, the device and reload were bagged for return and a second ech60l was used to complete the procedure. There was a delay of 10 minutes to complete the procedure. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent 2/6/2026. D4 batch #c9e93p. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60d reload present. The reload was received fully fired with damage on reload deck. Upon evaluation of the reload, it was observed that the blade-lock mechanism had left marks on the reload pan, extending from the distal end to the proximal end. Upon visual inspection, the manual override door was noted to be out of position; however, the bailout system was not activated. After the analysis, it was observed that the device with the jaws open that the blade-lock mechanism was outside its channel, which prevented the device from closing. Evidence of damage was also found in the channel, in the area where the knife cutting-limit is indicated. In addition, the knife was noted to have nicks. No functional test was performed due the condition of the device. Additionally, x-rays were performed on the device to verify the integrity of the internal components and no abnormalities were found. In addition, the device was disassembled no abnormalities were found. The damage to the device is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. One possible cause for this type of damage to the knife and the reload deck is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number c9e93p, and no non-conformances were identified.